Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic surgical knife bent to wrong direction, bevel and marking upside down before surgery. The surgery was performed and completed on the same day by using other knife. The type of procedure was not reported. There was no patient contact.

Manufacturer narrative:
A sample was not received at the manufacturing site; however the attached customer photos confirm the reported issue of knife bent to wrong direction, bevel and marking upside down. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The attached photo confirms the report of knife was bent in the wrong direction. The root cause is manufacturing related. The blade was loaded incorrectly into the bar and was bent incorrectly after the bar was loaded in the automatic assembly and bend machine and was not caught by the vision detection system. An investigation has been completed in order to further investigate issues with the bevel in wrong direction. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Non-conforming product is removed from the lot. The inspection includes any visual nonconformance. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).